Event description:
It was reported that the large needle driver instrument was not recognized on the system. The procedure was successfully completed using another instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted performance testing and found the instrument to successfully be recognized by a system. The pogo pins on the instrument were not found to stick or to be contaminated. Engineering was unable to replicate the recognition issue. Engineering also observed the distal end of the instrument main tube to have a 1.5" long section with material removed on one side of the tube. The damaged area is parallel to the tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.